Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the pump was in good condition with no visible physical damage. Review of the event history log (ehl) showed multiple occurrences of "ac adapter disconnected" alarms. Functional testing involved accuracy testing and found the pump to be within manufacturing specifications. The low accuracy issue was not confirmed. The ac power not functioning was verified per the ehl review and the microprocessor unit board was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported the pump ac power was not functioning and low accuracy test output. No patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.